Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "inhalation continues forever". Patient involvement is unknown.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. No physical damage was observed. Per functional testing, the device did not switch between inhalation and exhalation. Gas keeps coming out of the outlet. The complaint was confirmed. The root cause was a faulty timing valve. It was unknown what caused it to become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the input manifold. The device passed all functional and delivery tests. This issue will continue to be monitored and further actions taken accordingly.